Event description:
Thirty-four days post index procedure, the pt died. The pt was admitted in 2007 for a revascularization of the distal circumflex. The lesion was de novo and was 15-20mm in length. The vessel was 3mm in diameter and had angulations of 45-90 degrees. A 2.5 x 18mm cypher select stent was implanted at 14atm. The pt was discharged two days later on ticlopidine, clopidogrel aspirin and statins.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.